Manufacturer narrative:
During the surgical procedure, it was reported that pieces from the foam pad of the drape were caught in the toothed forceps and fell into the surgical site. The surgeon removed the pieces with forceps. There was no serious injury or need for further intervention. There is no sample to evaluate. During the procedure, instruments may be placed on top of this pad for easy access. It is not known if the surgeon attached the forceps to the pad with the toothed end of the instrument. If this did occur, the toothed end of the forceps could have damaged the foam pad, causing pieces to break off. We cannot rule out user error as the cause of this incident.

Event description:
Pieces from the foam area of the drape were struck in the toothed forceps and fell into the surgical site.